Event description:
The customer reported the system would exhibit 'kv on in error' system errors. This error is likely to result in an uncommanded system shutdown. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.